Event description:
Additional information was received from the rep. Rep reports the leads were replaced due to revising placement and having impedances. Found impedances during a check in preop. It is unknown when and what caused the issue. Rep reports the, issue was resolved with replacement. Additional information was received from the rep. Patient informed rep that they weren't getting much relief, so replacing the leads for better placement was the plan. Rep has not heard from the patient on a follow up on how their coverage is. Rep reports that on checking the leads, there were impedances, but was likely due to patient position. Impedance measurements- 2: 645, 5:710, 8:591, 11:696.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient. It was reported that the patient's leads were explanted.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: vectris surescan; product ID: 977a260 (serial: (B)(6); product type: 0200-lead; implant date on (B)(6) 2024; explant date on (B)(6) 2025; brand name: vectris surescan; product ID: 977a260 (serial: (B)(6); product type: 0200-lead; implant date on (B)(6) 2024; explant date on (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.